Event description:
It is reported that the device was implanted in 2006 and that the pt was revised on (B) (6) 2009, due to wear of the surface and bone resorption. The surgeon doesn't recognize this event as a complaint.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Devices were in-vivo approx 3 years. Pt has small build and medium activity level. Based on the available info, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.